Manufacturer narrative:
The information received in the cec adjudication notes indicates that the cardiac enzymes were elevated post procedure meeting the definition of arc [peri-procedural pci] and hence adjudicating a status of agree. Therefore, myocardial infarction is reported at this time. Past medical history that increases this patient's risk for mace includes previous pci, family history of coronary artery disease, hypertension, myocardial infarction, congestive heart failure, chronic pulmonary disease, hypothyroidism, allergy, recent hospitalization for anaphylaxis and hypotension. The indication for the index procedure was a non st-segment elevation acute coronary syndrome. Pci was first performed on a 70% de novo lesion in the proximal lad of greater than 30mm in length that extended to the distal portion of the vessel. The (type a) lesion was not calcified or tortuous. A 3.0x23mm, 3.5x8mm, 2.5x8mm, 3.5x13mm, and a 2.25x13mm cypher stents were implanted overlapping each other by direct stenting. Timi 3 flow was recorded pre and post-procedure, respectively. The residual diameter stenosis measured 0%. According to the IFU, this product is indicated for use in discrete lesions equal to or less than 30mm in length. Pci was performed next on a 70% de novo lesion in the distal rca of unknown length and diameter. The (type a) lesion was not anatomically complex. A 2.5x28mm cypher stent was deployed at 10 atm by direct stenting. The rated burst pressure indicated in the IFU is 16 atmospheres. Post-dilatation was performed with a 3.5x15mm balloon at 24 atm because the stent was not fully expanded. Timi 3 flow was recorded pre and post-procedure, respectively. The residual diameter stenosis measured 0%. The IFU indicates that cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action (inherent risk of the procedure) combined the patient's acute mi presentation and procedural factors (multiple stent deployment by direct stenting, long lesion) may have contributed to the elevated enzymes meeting the arc definition of a post-procedural mi. This is one of six devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00202, 3003742446-2010-00203, 3003742446-2010-00204, 3003742446-2010-00205, 3003742446-2010-00206 and 3003742446-2010-00207.

Manufacturer narrative:
Additional information was received from the clinical events committee (cec) regarding its adjudication of the reported events. The information received in the cec adjudication notes agrees with sub-acute stent thrombosis (protocol definition) related to procedure and related to device. The cec also agrees with probable stent thrombosis (arc definition) related to procedure and related to drug. According to protocol definition: any death not attributed to a non-cardiac cause in the first 30 days, or any q-wave myocardial infarction in the territory of the stented vessel in the first 30 days was considered a surrogate for stent thrombosis. Additionally, the notes indicate that the patient experienced ventricular tachycardia, cardiac arrest resulting in death approximately one week after implantation of several cypher stents. The ECG core lab reported uninterpretable ECG due to inadequate tracing quality because of severe artifact and missing data, indicating that the follow-up tracings were not 12-lead ecgs. Post-procedure, the patient was chest pain free. Previous information received in the first cec adjudication notes indicates that the cardiac enzymes were elevated post procedure meeting the definition of arc [peri-procedural pci] and hence adjudicating a status of agree. Therefore, myocardial infarction was reported at that time. Clinically, she was improving; the plan was to discharge her. However, four days after the index procedure she developed respiratory distress with oxygen saturation decrease to 80%. She received oxygen via nrb and further was placed on bipap. The progress note reported elevation of bnp and the diagnosis at that time was sob secondary to chf vs. Copd. She also experienced tachypnea and tachycardia with heart rate of 120 beats per minute. A chest x-ray showed no significant pleural effusion and clear lungs. The pulmonary consultation the following day reported acute respiratory failure secondary to chf. The cardiology progress note a day later reported that the patient significantly improved. She was off bipap with no respiratory distress, her heart rate was 118 beats per minute, and her lungs were clear. Eight days after the index procedure, a chest x-ray revealed new right lower lobe infiltrate, as reported in the progress note. The pulmonary progress note reported sepsis, which required administration of antibiotics. The following day, the patient was found unresponsive. CPR was initiated, and code blue was called. The patient was diagnosed with ventricular tachycardia. The acls measures were initiated. A series of defibrillations was performed, the pulse was temporarily obtained, and amiodarone was started. However, the patient's condition deteriorated again. She was defibrillated multiple times without success and the patient was pronounced dead. The site reported that the cause of the death was non-cardiac due to a respiratory failure. No autopsy was performed. The death certificate reported that the immediate cause of the death was ventricular tachycardia due to, or as a consequence of respiratory failure secondary to copd and hypertrophic cardiomyopathy. Additional information is pending and will be submitted within 30 days upon receipt. This is one of six devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00202, 3003742446-2010-00203, 3003742446-2010-00204, 3003742446-2010-00205, 3003742446-2010-00206 and 3003742446-2010-00207.

Event description:
The complaint received for (B)(4) study reported per the (B)(6), the cardiac enzymes were elevated post procedure meeting the definition of arc[peri-procedural pci] and hence adjudicating a status of agree.

Manufacturer narrative:
The information received in the cec adjudication notes agrees with sub-acute stent thrombosis (protocol definition) related to procedure and related to device. The cec also agrees with probable stent thrombosis (arc definition) related to procedure and related to drug. According to protocol definition: any death not attributed to a non-cardiac cause in the first 30 days, or any q-wave myocardial infarction in the territory of the stented vessel in the first 30 days was considered a surrogate for stent thrombosis. Additionally, the notes indicate that the patient experienced ventricular tachycardia, cardiac arrest resulting in death approximately one week after implantation of several cypher stents. The patient was a (B)(6) woman with a history of hypertension, previous mi, chf (nyha class unknown with lvef >50%), severe left ventricular hypertrophy, and copd, who presented with a 70% stenosis in the proximal lad extending to the distal portion of the vessel (length>30mm) and a 70% stenosis in the distal rca. The site reported that the patient was diagnosed with a nstemi 5 days prior to procedure, but did not have procedure right away due to chf and copd exacerbation. She was placed on bipap, nebulizer, steroids, and diuretics. The patient stayed in the ccu until she was hemodynamically stable and ready for angiography. Six days later, she underwent the index procedure with treatment of two target lesions. The first lesion in the in the lad was treated with placement of five study stents in overlapping fashion to fully cover the lesion. The site reported a 0% final residual stenosis with no dissection and timi 3 flow. The second target lesion in the distal rca was treated with placement of one study stent. The site reported a 0% final residual stenosis with no dissection and timi 3 flow. The ECG core lab reported uninterpretable ECG due to inadequate tracing quality because of severe artifact and missing data, indicating that the follow-up tracings were not 12-lead ecgs. Post-procedure, the patient was chest pain free. Previous information received in the first cec adjudication notes indicates that the cardiac enzymes were elevated post procedure meeting the definition of arc [peri-procedural pci] and hence adjudicating a status of agree. Therefore, myocardial infarction was reported at that time. Clinically, she was improving; the plan was to discharge her. However, four days after the index procedure she developed respiratory distress with oxygen saturation decrease to 80%. She received oxygen via nrb and further was placed on bipap. The progress note reported elevation of bnp and the diagnosis at that time was sob secondary to chf vs. Copd. She also experienced tachypnea and tachycardia with heart rate of 120 beats per minute. A chest x-ray showed no significant pleural effusion and clear lungs. The pulmonary consultation the following day reported acute respiratory failure secondary to chf. The cardiology progress note a day later reported that the patient significantly improved. She was off bipap with no respiratory distress, her heart rate was 118 beats per minute, and her lungs were clear. Eight days after the index procedure, a chest x-ray revealed new right lower lobe infiltrate, as reported in the progress note. The pulmonary progress note reported sepsis, which required administration of antibiotics. The following day, the patient was found unresponsive. CPR was initiated, and code blue was called. The patient was diagnosed with ventricular tachycardia. The acls measures were initiated. A series of defibrillations was performed, the pulse was temporarily obtained, and amiodarone was started. However, the patient's condition deteriorated again. She was defibrillated multiple times without success and the patient was pronounced dead. The site reported that the cause of the death was non-cardiac due to a respiratory failure. No autopsy was performed. The death certificate reported that the immediate cause of the death was ventricular tachycardia due to, or as a consequence of respiratory failure secondary to copd and hypertrophic cardiomyopathy. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that the lots of product met all requirements per the applicable manufacturing quality plan. Myocardial infarctions, cardiac arrhythmias, thrombotic events and cardiac arrest leading to death are potential adverse event associated with coronary artery stenting. Based on the information provided, it is not possible to determine if a relationship exists between the cypher stents and the events reported. However, the patient's severe left ventricular hypertrophy in conjunction with an extensive medical history may have contributed to these events. This is one of six devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00202, 3003742446-2010-00203, 3003742446-2010-00204, 3003742446-2010-00205, 3003742446-2010-00206 and 3003742446-2010-00207.

Manufacturer narrative:
The reason for intervention was non st segment elevation acute coronary syndrome. Pci was first performed on a 70% de novo lesion in the proximal lad of greater than 30mm in length that extended to the distal portion of the vessel. The (type a) lesion was not calcified or tortuous. A 3.0x23mm cypher stent was first deployed at 16 atm by direct stenting. Post-dilatation was performed with a 4.0x20mm balloon at 16 atm because the stent was not fully expanded. Then a 3.5x8mm cypher stent was deployed 12 atm, proximal to and overlapping the previous stent, by direct stenting. Then a 2.5x8mm cypher was deployed distal to the initial stent at 12atm by direct stenting. Then a 3.5x13mm cypher stent was deployed distal to the initial stent at 12 atm, overlapping the previous stent. Then a 2.25x13mm cypher stent was deployed at 12 atm by direct stenting, distal to the initial stent and overlapping the previous stent. Timi 3 flow was recorded pre and post-procedure, respectively. The residual diameter stenosis measured 0%. Pci was performed next on a 70% de novo lesion in the distal rca of unknown length and diameter. The (type a) lesion was not anatomically complex. A 2.5x28mm cypher stent was deployed at 10 atm by direct stenting. Post-dilatation was performed with a 3.5x15mm balloon at 24 atm because the stent was not fully expanded. Timi 3 flow was recorded pre and post-procedure, respectively. The residual diameter stenosis measured 0%. The patient also died approximately nine days post the index procedure. The cause of death on the death certificate is ventricular tachycardia secondary to respiratory failure and hypertrophic cardiomyopathy. The patient was still hospitalized when she died. She was originally admitted for chf/copd exacerbation and was enrolled in (B)(4) study once she was stabilized. She remained hospitalized due to those pre-existing conditions and was supposed to be discharged to a rehab facility since her condition had improved significantly. However, she then developed acute respiratory distress and was diagnosed with sepsis, pneumonia and urinary tract infection which were treated with IV antibiotics. After a few days of treatment, she was considered stable and was supposed to be discharged to a rehab facility as soon as a bed became available. However, she then experienced pulseless ventricular tachycardia and was pronounced dead after resuscitation efforts were unsuccessful. Concomitant medications: pre-procedure medications included aspirin, clopidogrel, lasix, protonix and ace-inhibitors. Intra-procedure medications included aspirin, clopidogrel and angiomax. Post-procedure included aspirin, clopidogrel, lasix, protonix and ace-inhibitors. Concomitant medications (01/01/2010): 3.0x23mm cypher, 4.0x20mm balloon, 3.5x8mm cypher, 3.5x13mm cypher, 2.25x13mm cypher, 2.5x28mm cypher and 3.5x15mm balloon. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of six devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00202, 3003742446-2010-00203, 3003742446-2010-00204, 3003742446-2010-00205, 3003742446-2010-00206 and 3003742446-2010-00207.